Event description:
It is reported that the surgeon was unable to properly seat the articular surfaces in to the tibial tray. As a result, the surgeon elected to switch to the nexgen lps system to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.